Event description:
It was reported that this right ventricular (rv) lead reached high out of range impedance measurements of 2014 ohms. Due to the limited information received, further follow-up to obtain related details was not possible. No adverse patient effects were reported.